Manufacturer narrative:
Pre-repair temperature check at one minute was 106°f rear; 119°f middle; 113°f nose. Analysis found the bearings, o-rings, nose cone, shaft and other small parts are worn. The cable, motor assembly, and parts were replaced. The device was repaired, tested to product specifications, and returned to the customer.

Event description:
It was reported that the drill becomes hot and shakes. There was no injury reported.